Event description:
It was reported that shaft break occurred. A 2.75 x 8mm synergy xd drug-eluting stent was advanced for treatment. However, the proximal shaft of the stent broke when going into the wire. The device was removed off the wire and completed the procedure with another of same device. There were no patient complications.

Event description:
It was reported that shaft break occurred. A 2.75 x 8mm synergy xd drug-eluting stent was advanced for treatment. However, the proximal shaft of the stent broke when going into the wire. The device was removed off the wire and completed the procedure with another of same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr us 2.75 x 8mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 76.2cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section identified no issues. Microscopic analysis revealed that there was no sign of damage, stretching or lifting of the stent struts. Balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage.